Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting what the physician described as shorted battery longevity when the electrogram record function was programmed on. The physician was aware that the off function restored the projected battery longevity back to the normal length. No further interventions were made. There were no patient consequences.